Manufacturer narrative:
Since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the patient underwent a foot surgery in 1998, and vicryl sutures were implanted. The patient reportedly experienced an infection and an undisclosed serious, permanent injury. No additional information provided at this time.